Event description:
According to the complainant, after the procedure was over, the scrub nurse removed the drape and noticed a small red mark on the patient's thigh where the sheath was. The physician successfully completed the procedure with this hydrothermablator procedure set. No patient complications were reported as a result of this event. The patient's condition was reported as "fine." Follow up confirmed that no treatment was required since it was only a red mark. There was no further information available about the event.

Manufacturer narrative:
The lot number for the hydrothermablator procedure set is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. Conclusion: the product was not returned for analysis and the batch was not provided for a DHR review however, based on the event information it can be concluded that the burn is the direct result of user error. The dfu/users manual specifically states that in order to prevent thermal injury to the patient that neither the sheath or the tubing should be allowed to contact the patient during the procedure. Please refer to pages 5 - 7 of the users manual.